Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was confirmed for a potential bleeding issue. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
D6b: explanted date: device date unknown. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. After correct use and control x-ray, bleeding occurred and a pressure bandage had to be applied. The patient was not harmed and in good condition. Additional information was received on 13oct2025: the type of procedure performed was a coro/ptca using a 6 french sheath. There was no stenosis, plaque, or calcium present around the insertion site. The insertion site was above the bifurcation and below the inguinal ligament. The estimated blood loss was greater than 250cc. There were no equipment or other devices used with the angio-seal. No patient details are available due to data privacy. Additional information was received on 15oct2025: there was no need for a blood transfusion.